Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the inspection, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause for the blurred image could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit. - damage or deformation of the connector . - movable l-range sliding error occurred in the zoom scope. - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found bending angles (up, right, left) were out of specification. The hot and cold water test image was blank, the insertion tube and light guide hose were wrinkled. The suction cylinder and scope cover were worn. Switch button 1 had a pinhole, and the sticker was defective. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center with a report of "abnormal angle". The issue was found during reprocessing. There was no patient or user injury reported. During inspection and testing of the returned device, service found the endoscope image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.